Event description:
It was reported by the aci sales professional that a (B)(6) year old female patient underwent a diagnostic peripheral procedure on (B)(6) 2013. Access was obtained at the common femoral artery via a 6f sheath (model unknown). A pre-procedural femoral angiogram showed the vessel size to be 5mm. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that there was significant resistance while the physician was attempting to retract the sheath. Per the physician, the sheath felt "sticky" while retracting and needed to be "gently persuaded" up the shuttle as it retracted. The device was subsequently deployed properly.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was separated from the device. The catheter and the shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. A small piece of sealant was found inside the procedural sheath and contrast residue was covering the device handle. It was unknown if the procedural sheath was flushed with saline prior to deployment per the IFU. Viscous contrast (100%) solution might have contributed to the sluggish retracting movement. The review of the lhr (lot f1327403) indicated that the device lot met all established performance criteria prior to shipment. The advancer tube and sealant were not returned with the device; therefore, a complete physical investigation could not be performed. Based on the provided information and the investigation performed, the root cause for the reported event could not be conclusively determined.